Event description:
It was reported that during revision surgery of mmi lisfranc, surgeon broke 4 drivers trying to remove the other screws. The end result was that he has to leave the plate in and was nervous the patient would be very upset.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue.(torsional overload) during removal of screws, an ingrowth of the screw could not be excluded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The current operational technique reads: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non-locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during revision surgery of mmi lisfranc, surgeon broke 4 drivers trying to remove the other screws. The end result was that he has to leave the plate in and was nervous the patient would be very upset.